Manufacturer narrative:
Device investigation: results: there is a series of accordion like folds in the mid-shaft of the catheter, 28.0-29.5 cm from the distal tip . The soft flexible portion of the catheter from 28.0 proximal of the tip extending to the distal tip is flattened. A 0.032" mandrel was introduced into the hub and advanced distally. Distal progress was smooth until the tip of the mandrel reached the folded region at which point friction on the mandrel became apparent and forward movement stopped 29.0 cm from the distal tip. Conclusion: the complaint noted that the pss032 could not reach the treatment site. The damage to the catheter, seen in both the folded region and in the flattened region distal of it, would have prevented the separator from reaching the clot. The complaint notes that the physician tried to advance the catheter several times while trying to reach the treatment site. This is the most likely cause of the folded section of the catheter while the flat section of the catheter was most likely caused by withdrawal through restrictive vasculature. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, quality, or design concerns.

Event description:
On (B)(6) 2012, the patient experienced cerebral infarction and was hospitalized. The patient was administered tpa. On (B)(6) 2012, the patient experienced reinfarction. The physician used a reperfusion catheter 054 to aspirate clot in the m1 segment of the right middle cerebral artery (mca) . The physician then noticed an occlusion in the lateral branch and advanced a reperfusion catheter 032 proximal to the target lesion. A separator 032 was inserted into the catheter, but would not advance to the catheter tip. The physician moved the reperfusion catheter 032 back and forth several times and the separator tip broke. The physician used a new reperfusion catheter and separator and the occlusion was reopened and the procedure was finished without further complications. The patient's tici score was a iib.